Manufacturer narrative:
Upon receipt of this generator at our quality assurance laboratory, this device was thoroughly analyzed. The service department was unable to replicate the error 241 (high water pressure (prime)), and during the functional test, no error codes were displayed. The pressure sensor was replaced as precaution and the generator passed the power on self-test, and the syringe and delivery device were connected with any issue. No further issues were identified during service, and the device was confirmed to be in overall good physical condition. There were no damages identified that could have caused or contributed to the reported. The alleged error code cannot be confirmed. Based on the information provided, no problem detected was selected as the most probable cause for the complaint.

Event description:
It was reported that during a water vapor therapy procedure for benign prostatic hyperplasia, the syringe slot did not work, and the error 241 (high water pressure prime) was displayed. Due to this, the procedure was cancelled. There were no patient complications. This event is being reported for an aborted/cancelled procedure with a patient under general anesthesia.

Event description:
It was reported that during a water vapor therapy procedure for benign prostatic hyperplasia, the syringe slot did not work, and the error 241 (high water pressure prime) was displayed. Due to this, the procedure was cancelled. There were no patient complications. This event is being reported for an aborted/cancelled procedure with a patient under general anesthesia.